Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in infusion tube. Customer's blood glucose was 422 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. After troubleshooting, customer was not able to clear air bubbles. Customer was advised to change infusion, monitor blood glucose and call back should issue persist.